Event description:
It was reported that the patient¿s ilet bionic pancreas sustained a cracked screen, rendering the device unusable and necessitating replacement. Symptoms included no adverse clinical effects and no alarms reported. Outcomes included continued diabetes management using the patient¿s dexcom g6/g7 with a phone or receiver while awaiting the replacement device. Investigation included case intake, verification of device serial number, shipping logistics, and instructions to sync data via the mobile application, register the replacement, and return the original device. Investigation of this case revealed a hardware failure of the display component due to physical damage, with no device malfunction affecting therapy delivery identified. It was concluded, based on previously established findings for similar reports, that the cause was physical damage not related to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.